Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information is provided in h6 and h10. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. According to the investigation, during accuracy testing, the pump was found to be within manufacturing specifications. No problem found; therefore, no actions required.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump failed accuracy and was under infusing. No adverse effects reported.